Event description:
A dreamstation auto CPAP device was returned to a third-party service center for service as part of the sound abatement foam recall process. During the evaluation of the device, the service technician observed visible foam particles. During the evaluation, dust fail contamination was found in the device. The device was scrapped.